Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm® voluma® xc and juvéderm® ultra xc in the lip and mental crease. Hcp noted no issue with juvéderm® ultra xc. Hcp reported treating the sub mental artery with 0.5ml (each side) of juvéderm® voluma® xc, where vascular occlusion occurred while treating the left anatomical side. Symptoms are on-going.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm® voluma® xc and juvéderm® ultra xc in the lip and mental crease. Hcp noted no issue with juvéderm® ultra xc. Hcp reported treating the sub mental artery with 0.5ml (each side) of juvéderm® voluma® xc, where vascular occlusion occurred while treating the left anatomical side. Symptoms are on-going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.